Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2020.

Event description:
It was reported that the patients ipg was replaced due to poor charing. The patient was doing well postoperatively.